Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found the microcatheter returned with a non-terumo neuro guidewire stuck inside the lumen, which is consistent with the alleged product issue. The microcatheter shaft was found snaked underneath the strain relief, which is consistent with resistance when retracting the guidewire. The microcatheter was dissected near the tip of the guidewire, revealing a long segment of delaminated ptfe that appears to be the cause of the resistance. Further investigation found ptfe delamination and exposed coil at the hub transition area. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the exposed coil and delaminated ptfe lining, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
As initially reported, during a procedure for a mca aneurysm (3mm x 2.7mm), the physician noticed resistance while advancing the guidewire into the headway duo microcatheter, despite it being properly hydrated before use. The physician decided to replace the device with a new one. The physician changed another new headway duo microcatheter to complete the procedure. The patient was reported to be good. When the device was received and analyzed, the microcatheter exhibited exposed coil at the hub transition area.